Manufacturer narrative:
Corrected information: quantity involved. Additional information was requested and the following was obtained: the surgeon closes the patients with 30 degrees of flexion. The surgeon reported that he starts at the top of the incision and then overlapping with second suture from top down. Second procedure was performed on each patient and surgeon noted the incision was separating at top third. The surgeon hypothesizes that the cutting needle he uses could potentially be damaging the suture during his locking stitches. Several pieces of suture were received in a petri dish. During the visual inspection it was noted that the suture pieces were used and the pieces are in the finish process of absorption. Since stratafix¿ symmetric pds¿ plus device is completely absorbed in 210 days post implantation and the case was done 6 months ago (180 days). According to the condition of the suture pieces, the process of absorption is present.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/28/2017. (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2016 and a barbed suture was used. During the follow-up on (B)(6) 2017, the patient had complaints of pain and ¿lateral dislocation episodes of the patella.¿ there was no injury and the patient stated she was doing well until a couple weeks ago and this started suddenly and was becoming more painful. A musculoskeletal ultrasound was ordered and confirmed a retinacular tear. The patient underwent re-operation on (B)(6) 2017 and a small amount of suture was removed. Additional information has been requested.